Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit stopped pumping and become overheating. The event occurred during set up. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
D3, h6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be verified. The pump was found to not be pumping. Without circulation from the pump, it will overheat. The root cause of the issue is a faulty pump. No action will be taken due to the condition and age of the device. It was deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.